Manufacturer narrative:
Additional manufacturing narrative: attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
It was reported that "handheld will not work anymore under battery mode. By docking the monitor to its docking station, battery handheld charging indicator won't work even by replacing battery by a new one". No known impact or consequence to patient.

Manufacturer narrative:
The returned device was evaluated. During inspection, the unit was found to be unable to power on using dc power. The device was powered on using ac power while docked, and remained powered on when undocked for 10 seconds after one hour of charging. When powered on, the device was found to be able to obtain readings, and to visually and audibly alarm during alarm conditions. Internal inspection indicated corrosion on the ui board, and the system board. Component u23 and u57 that are part of the power manager in the system circuit board were damaged and caused the battery to not charge properly. A service history record review reveals that this unit was in the field for over four (4) years with no previous reported issues prior to this reported event.